Manufacturer narrative:
The device associated with this report was not returned. Examination of supplied medical records suggests device migration and loosening. The investigation could not draw any conclusions regarding the root cause of the device migration or loosening. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
(B)(4) 2013 - patient's operative notes and x-rays were received. Records indicate upon revision the femoral component was found to be loose and the sleeve had not ingrown. The femoral, cement, and sleeve were added to the complaint. Clinical report states the patient was revised for the tibial poly separating and the tibial stem falling into varus position: malposition and/misalignment.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Examination of supplied medical records suggests device migration and loosening. The investigation could not draw any conclusions regarding the root cause of the device migration or loosening. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.